Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused while delivering a primary infusion of insulin at a rate of 10.2 ml, dose of 0.1 unit/kg hour and a volume to be infused of 100 ml. 27.9 ml was remaining according to the pump, but the bag was more than half full. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.